Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause for the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was chosen for large secundum atrial septal defect (asd) using a 9f amplatzer torqvue delivery system. The defect measured 22mm x 17mm with a thin interatrial septum so the physician decided to not balloon size the defect and selected a 22mm amplatzer septal occluder. The rims were deficient, however the defect was anterior with a ~5mm anterior rim so the physician required a two passes for the anterior portion of the left disc to catch onto the anterior rim. Upon withdrawal of the right disc, it got prolapsed and did not form correctly, had a cobra deformation. The device was removed and a new 22mm amplatzer septal occluder was chosen, tried to implant using the same delivery system. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. They tried to remove all potential clot from the delivery system for second use and the procedure was successfully completed. There was no malfunction noted on the delivery system. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable and discharged.